Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited varying r-wave trends.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing and the right ventricular (rv) lead exhibited undersensed beats on three supra ventricular tachycardia (svt) episodes. Both leads remain in use. No patient complications have been reported as a result of this event.